Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was having sex and felt a shock down her left leg. Felt like their micro battery ¿twisted¿ and twisted back. The next day she woke up with little shocks and pins and needles all over her body. She does have additional medical issues. They reports her right eye and lip twitched and drooped and within minutes was fine but she went to the ER. Tests at the ER were fine and she was instructed to go back to her dr to have her device addressed. The office sent her for an x-ray then contacted field rep to meet with the patient. Patient had an x-ray and the imaging isn't clear but the lead may have slightly moved. That would explain why she feels discomfort on program 1,2,3 at 0.2 but program 4 is comfortable .battery showed por 10/19. Impedances were all clear. Program 4 @ 0.6 was comfortable stimulation. The decision was made to program her device on this program. If she continues to have issues in the future a lead revision may be required. That is not planned at this time.  The issue was resolved  no further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID 978a128, lot# va2aj01, implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.